Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 381512, batch no: 0052056. Verbatim: dirty needles.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 381512, batch no: 0052056. Verbatim: dirty needles.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unit within opened packaging from ref 381512, lot 0052056. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that there was black foreign matter inside the needle cover, on the nose of the winged adapter, on the bottom of the wings, along the the full length of the catheter tubing, and in the bevel of the cannula. The reported issue was confirmed. Spectral analysis was performed to identify the foreign material. The material was found to likely be nylon 11. Nylon can be found in the film used for packaging. Over time this film can accumulate on the heating plates used to seal the packaging. Preventative maintenance, cleaning, and inspection of the zone were performed as scheduled. Although the reported issue was confirmed, bd was unable to determine a definite root cause for the nylon material found on the catheter tubing and adapter.